Manufacturer narrative:
The agent reported, patient fell and had a periprosthetic fracture below the humeral stem. The surgeon fixed the fracture with a plate and screws and this failed. The surgeon came back and put in a lima revision stem that sat below the fracture. The patient had poor quality bone.

Event description:
Revision surgery due to patient fell and had a fracture below the humeral stem.